Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom: "underinfusion." According to the customer: "I am working on an incident on a pump. I looked into the event log of the pump and it looks like it under delivered. What is the process of reporting this to bbraun and assisting us with the investigation or technical assessment on the pump."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.